Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 23-feb-2020, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 27-jun-2020, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated that they had their implant replaced yesterday because it was not functioning properly. Caller noted that they have not used the implant for a while because groups a and b were disconnected. Caller stated that they don't know if they dislodged a wire or what but it was not working. Caller stated they didn't use the therapy for quite a while and don't remember what settings they had been at. Caller stated they have neuropathy in their legs, thighs, and calves and they need to get the stimulation to their legs and feet because that was the biggest issue. Caller commented that they can live with the back pain, so this new implant is to use a low frequency to target the neuropathy.